Event description:
Laser would not engage, tried several times to re-conect without luck. Replaced with another laser to complete the procedure. Manufacturer response for laser probe, vektor (per site reporter). Formal complaint logged and requested return of defective probe. Vendor to provide a no charge replacement.